Manufacturer narrative:
No unexpected low reservoir alarm or battery out limit noted during testing. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test. No possible over/under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime/fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and blood glucose was in 500 mg/dl and then with in hour 600 mg/dl range. Customer¿s blood glucose level was 240 mg/dl at the time of incident. Customer was treated with insulin pump. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was alleging that the insulin pump was under delivering. Trouble shooting was performed for the issue. Displacement test was performed and first time it failed with a max fill reached alarm and the second time it passed with no reservoir alarm. The reservoir will not and insulin pump will be returned for analysis.